Event description:
The health care professional (hcp) has reported an incident of a blood leak on a CT 190 g dialyzer. This was the first use of the CT 190 g dialyzer. The dialyzer had only been pre-processed and never hooked up to reverse ultrafiltration. There were no pt. Injuries. Incident occurred on first patient use.